Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured march 25, 2014 to march 26, 2014. Evaluation summary: the device was received for evaluation. Visual inspection identified a solid white particle approximately 0.20 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) scanning. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate elastomeric was observed to have particulate matter inside the reservoir. There was no patient involvement. Additional information was requested and is not available.